Manufacturer narrative:
The pump was returned for analysis. The pump logs indicated that the pump had been used to deliver morphine (10 mg/ml at 1.797mg/day). Pump analysis found high resistance across the battery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned with no allegation or report of an adverse event. The pump underwent routine analysis. The indication for use was non-malignant pain and failed back surgery syndrome

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) on (B)(6) 2017. The hcp stated that the pump was explanted for end of life and the patient was not weighed at the time of the event. There were no further complications reported/anticipated.